Event description:
It was reported the pt has been experiencing a warming sensation during charging over the past three months. The pt was advised to use the charging pouch and to charge in shorter intervals. This issue is being monitored. In addition, it was reported that starting two weeks prior to (B)(6) 2012, she started experiencing a more frequent charge burden. An sjm rep met with the pt and reprogrammed her ipg to allow 6.7 days until low battery. The pt is not experiencing stimulation turn off after three days with the new programs. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.